Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received insulin flow blocked alarm. Customer also stated that the alarm did not occur during fill tubing. Customer also reported that the event was resolved by changing complete set. Customer was not able to troubleshooting at the time of call. The insulin pump will not be returned for analysis.